Event description:
It was reported a balloon ruptured on the first inflation at approximately 2 to 3 atmospheres during an iliac angioplasty procedure of a calcified lesion located near an existing stent. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was received, evaluated, and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was corkscrewed. Microscopic examination revealed a pinhole leak located over the distal radiopaque marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft, and contact with a sharp external source, scratches on the balloon surface. The co's follow up revealed this balloon was used in a clacified lesion, therefore, the co believes, these factors contributed to this event and do not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."